Manufacturer narrative:
Code 3191 was used to capture the required additional information.

Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on the non-boston scientific right ventricular (rv) lead. Technical services was consulted and recommended troubleshooting and programming recommendations. Subsequently, additional intervention was taken to surgically abandon and replace the ICD. The device remains implanted at this time with all therapies turned off. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted in place of the ICD system. No adverse patient effects were reported.

Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on the non-boston scientific right ventricular (rv) lead. Technical services was consulted and recommended troubleshooting and programming recommendations. The device remains in service at this time. No adverse patient effects were reported.